Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that several pump off alarms were noted. The pt confirmed experiencing 5 red heart alarm events which occurred shortly after changing to batteries and system testing done. The pt normally does not complete the system test. Batteries appeared functional and fully charged. The pt's system controller was exchanged to the back-up system controller in clinic and no further alarms followed. It was noted that the pt previously had a percutaneous lead repair from an earlier suspected fracture. The data log file revealed multiple speed drops, pump stoppages, power spikes and red heart alarms while on batteries and the power module. X-ray image of exit site appeared to show some thinning and stretched of the percutaneous lead shielding. On (B)(6) 2014, a second percutaneous lead distal end repair was performed. Abnormal alarms continued following the second distal end repair. The pt underwent a pump exchange from one lvad to another lvad on (B)(6) 2014.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.